Event description:
Breast augmentation (B)(6) 2011. Joint pain started in (B)(6) 2015. I got pregnant with twins in (B)(6) 2016, had a miscarriage (B)(6) 2016, twins passed away, my placenta was infected and I had a d&c and 2 blood transfusions. I continued to have joint pain and was diagnosed with lupus (B)(6) 2016. From there I¿ve declined. Heart palpitations, high parathyroid markers, inflammation levels are high, constant left breast pain, nerve damage in left ear causing slight deafness. Puffiness of the eyes, itchiness all over body, brain fog, extreme fatigue, dry eyes, nausea, night sweats, memory loss, and slow healing. Low wbcs, high ana. FDA safety report ID# (B)(4).